Event description:
The patient was implanted with a left ventricular assist device. The perfusionist reported that the patient experienced power cable disconnect alarms. The system controller was exchanged and the event was resolved.

Manufacturer narrative:
The reported event of a power cable disconnect alarms was confirmed during the analysis of the returned system controller. A power cable disconnect alarm was able to be induced when the black cable was maneuvered at the connector end. The black cable was stripped at the connector end, and the (brown) battery gauge wire was confirmed to be broken. The broken condition of the battery gauge line resulted in the reported power cable disconnect alarms. A review of device history records for this system controller showed no deviations from manufacturing or qa specifications. This situation is being addressed through the manufacturer's corrective/preventative action system and an urgent medical device correction notice (29165969/2/10001-c) was sent to customers. No further information is available. The manufacturer is closing its file on this event.